Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead was returned in two pieces, the connector portion and the distal portion. Final analysis found an external insulation abrasion 8.9cm to 9.7cm from the distal tip as well as 16.5cm to 16.8cm from the distal tip, both due to friction to another device or feature of the heart. Rv and re cables etfe coatings were intact and the inner coils were not exposed in these abrasion regions. Additionally, a lead-to-can external insulation abrasion breaching the rv cables lumen was noted 43.8cm to 44.1cm from the distal tip. One rv cable was melted and separated, the other rv etfe coating was abraded while the inner coil was not exposed in this abrasion region.

Event description:
This report is to advise of an event observed during analysis.